Event description:
According to the physician handling the scope: earlier this month, while in the middle of an esophagogastroduodenoscopy: once in the 2nd portion of the duodenum, passed the biopsy forceps down the channel for random small bowel biopsies. Encountered resistance to passing the biopsy forceps down. Pulled back on the forceps 5 inches and then tried to push again with resistance. Straightened the scope and then pulled back 5 inches again followed by pushing them down again. This time successful in pushing through. On the screen could see a broken scope brush tip (brush tip + approximately 3 cm of wire) that pushed out. Stopped pushing the forceps to see if brush was still in the channel as moving the scope back, the brush with its wire fell out of the channel. Immediately used the forceps to grab the metal part of the brush forceps. Used a roth net to grab the brush tip and manipulated in a way to pull the roth net an brush tip through the channel while in the stomach. The patient was not injured and the procedure was completed. Manufacturer response for channel / valve brush, dual end 2 - 1 channel/ valve brush (per site reporter). Not aware of any other events from any other facilities.